Event description:
It was reported that the patient was having a hard time charging the ipg. The patient underwent an ipg replacement procedure was doing well postoperatively. The explanted device was discarded by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.